Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial lead showed that pacing impedance had more than doubled in value since nov 2022 until it decreased and stabilized at normal values once more in may 2023. Over-sensed noise was noted, resulting in inappropriate automatic mode switch. Programming changes were performed. The patient condition was stable and will further be monitored.